Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that during use of a bd facile protector p50j the "drug leaked into the bladder." No report of serious injury or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of a bd facile¿ protector p50j the "drug leaked into the bladder". No report of serious injury or medical intervention.

Event description:
It was reported that during use of a bd facile ¿ protector p50j the " drug leaked into the bladder." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation by our quality engineer team. Upon examination of the sample, a leak was observed through the hydrophobic filter, resulting in liquid within the expansion chamber. As a lot number is unknown for this incident, a production history review could not be completed. Protector housing were manufactured by (B)(4). Currently, they are molded in bd (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed in molding area according to procedure. During assembly process, the operator performs the following inspections and tests according to current procedure: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Functionality test is performed to verify the correct work of the protector. If a protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation can create pressure which inhibits proper release to the expansion chamber. If liquid accumulates in the internal face of the vial rubber stopper, the same effect can occur. It is recommended that the instructions for use are carefully followed when using this product. Based on the investigation, a definite cause could not be determined for this incident. Taking into account the frequency of the defect it was determined that no CAPA is required.